Manufacturer narrative:
The customer¿s complaint that the tubing leaked above the drip chamber could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that a blood transfusion was noted to have leaked a dime size drop of blood on the floor and after inspection the clinician noted dried blood above the drip chamber of the tubing while connected to a patient in the pediatric oncology clinic. There was no harm.